Manufacturer narrative:
(B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2010-07-07: two cna's prepared resident for transfer from bed to wheelchair. Resident was in bed with transfer sling underneath. When cna started to lift resident, jib part of lift detached from lift. Cna's were able to grab the jib before it fully landed on resident. The middle piece of jib partially landed on resident's right arm. The resident received skin tears on the right forearm. The resident was taken to hosp, treated and hospitalized. (B)(4).